Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.